Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atb35 stapler didn't open and fix in the correct position. Another device was used to complete the case. There was no consequence to the pt.